Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on display screen that affects ability to read the screen and buttons were less responsive. Customer¿s blood glucose was unknown. Customer stated that insulin pump had diminished battery life, insulin pump was slower to rewind, louder to rewind, insulin pump had rejected new battery once, cracks in casing and giving very skewed readings or accuracy has been off by more than 100 points at a time. Insulin pump will not be returned for analysis.